Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses (tgu404010j/11357775-distal, tgu454515j/12293025-proximal). Touch-up ballooning was performed with a gore® tri-lobe balloon catheter (bcl2645j/12532469). On (B)(6) 2014, the patient presented with a chest pain. The images showed a retrograde dissection proximally to tgu454515j. The total arch replacement with a vascular graft with 4 branches was performed and a few cm of the tgu454515j was cut off with the arch. The distal end of the vascular graft was anastomosed with the remaining of the tgu454515j. The patient tolerated the procedure. The physician reported that the dissection might have been caused when he performed a touch-up ballooning of the proximal end of the device. He also stated that the patient's vessel wall was fragile, and there was no over inflation of the balloon.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.per the gore&reg; tri-lobe balloon catheter instructions for use (IFU), @adverse events which may require intervention include, but are not limited to: dissection.

Manufacturer narrative:
Results pending completion of evaluation.